Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent undersensing on the right atrial (ra) lead during atrial arrhythmia. It was further reported unnecessary atrial pacing was noted. The lead remains in use. No patient complications have been reported as a result of this event.